Event description:
Discordant, falsely elevated calcium (ca) results were obtained on four patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument after recalibration, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that patient samples and quality controls (qc) had shifted high after calibrations were run. Ccc reviewed the instrument data which indicated level 2 qc was out of range. A siemens technical applications specialist (tas) was dispatched to the customer site. Tas performed calibrations, after which the samples were repeated and resulted as expected. The cause of the discordant, falsely elevated ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.